Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed swelling, nodules and abscesses. The patient was treated with depomedrol and the abscess was treated.

Manufacturer narrative:
The "implant date" was reported. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.